Event description:
It was reported that a rise in shock impedance measurements was noted when it comes to this right ventricular (rv) lead. A 41j shock was delivered to access the integrity of the system which still showed out of range values. A possible explanted of the rv lead was discussed. Technical services (ts) discussed that an increase in shock impedance measurements was likely caused by a change in patient condition, calcification or tissue growth around the coil or device over time. Ts noted that if movement maneuvers do not reveal any findings another 1.1 j shock should be considered as this is a robust test to detect tiny conductor fractures of the lead. At this time the lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that a rise in shock impedance measurements was noted when it comes to this right ventricular (rv) lead. A 41j shock was delivered to access the integrity of the system which still showed out of range values. A possible explanted of the rv lead was discussed. Technical services (ts) discussed that an increase in shock impedance measurements was likely caused by a change in patient condition, calcification or tissue growth around the coil or device over time. Ts noted that if movement maneuvers do not reveal any findings another 1.1 j shock should be considered as this is a robust test to detect tiny conductor fractures of the lead. At this time the lead remains implanted. No adverse patient effects were reported.